Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed the left ventricular lead exhibited high capture thresholds as well as impedance anomaly. No intervention had been reported. The patient would be monitored

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).